Event description:
An email was received by the patient, stating that she is very unhappy with the pump because she felt it was underdelivering. The patient also stated that she refuses to speak with any representative over the phone due to unprofessional behavior. The patient no longer wishes to be contacted by the outreach team, and stated that she would be returning her 530g system, and going back to using her old paradigm pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.